Event description:
A non-health care professional reported that an ophthalmic operating system exhibited laser was defective. The details of the event and procedure was not reported. No patient harm was not reported. Additional information has been requested, but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).